Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified date and time in (B)(6) 2011. The patient stated that she manages her diabetes with insulin (unknown type and dosages) and on (B)(6) 2011 at 8:00am, took more food/drink in response to the reported issue. One and half months after the alleged product issue began, the patient claimed to have developed symptoms of "being off-balance, itchy vagina and sugar in urine". The cca was informed by the patient that on (B)(6) 2011 at 9:00 am, she took a lab test and obtained a reading of "800mg/dl" and shortly after, was administered with novolin r and novolin n (unknown doses). By 1:00pm, on the same day, another lab test was performed and the patient reported obtaining a test result of "398mg/dl". During the troubleshooting, the cca determined that the battery did not require replacement and that the patient was using an off brand control solution, liberty control solution. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment after the alleged product issue occurred.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. 510(k) # is k061118.